Event description:
It was reported to boston scientific corp that an injection gold probe was used during a procedure on a male pt. According to the complainant, during preparation, it was noted the needle was broken and was outside of the sheath approx halfway down. The procedure was completed with another injection gold probe. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.